Event description:
It was reported that patient underwent a revision due to recurrent subluxation.

Manufacturer narrative:
Evaluation summary: the components were confirmed compatible with one another. Primary operative notes stated that the operative leg was lengthened by 4 mm, which was the preoperative goal. Revision operative notes stated that a straight neck option was used in this case, rather than the ante/retroverted neck that was used in the primary surgery. The acetabular shell was noted to be completely ingrown. The patient's medical history includes it band syndrome and greater trochanteric bursitis. The component fit and orientation is unknown. With the information provided, a definitive root cause cannot be stated. Evaluation: the manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. No additional complaints for dislocation or subluxation events have been received against the manufacturing lots involved in this complaint.